Event description:
Ous MDR - after an implantation time of about 22 months, artifacts were detected in the ventricular channel of the iegm, which led to inappropriate shock deliveries.

Manufacturer narrative:
Ous MDR - during the analysis of the lead, it was noted that the outer insulation of the lead body was damaged by friction about 55 and 56 cm distal of the connector pin. These damages are to be regarded the causes of the clinical complaint. The observed damage manifestation requires an excessive mechanical load of the lead over a longer period of time. This is probably due to the position of the lead in the implanted state. Diagnostic images to characterize the positional relationships of the implanted system were not available for analysis. The severe deformations of the respective rope conductors to the df-1 connector pins are with high probability a result of strong tensile loads during the explanation. The fracture of the rope conductor to the ring electrode - which was probably pre-damaged by friction - about 56 cm distal of the connector pin is also due to the explanation of the lead. This assumption is supported, among others, by the enclosed iegms, which do not show any anomalies in regard to the antibradycardic therapy.